Manufacturer narrative:
Updated sections b1, b2, h1, and h6. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation as it was discarded. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The provided imagery was reviewed, and the following was noted: crimped valve stuck at distal end of sheath, with nose tip of delivery system exiting sheath tip. Liner delamination, liner bunching, and distal tip opened on associated sheath. Additionally, the 3mensio imagery provided was reviewed, and the following was observed: tortuous access vessel. According to the technical summary, the IFU, current risk mitigations, including design and manufacturing controls, and training manuals have been reviewed. No inadequacies have been identified regarding warnings, contraindications, or the directions and conditions necessary for the successful use of the device. Through extensive complaint investigations, valve alignment difficulty events have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to valve alignment performed in a non-straight section of anatomy, residual fluid left in the balloon after de-airing, and/or excessive device manipulation. The complaints for valve alignment difficulty during gross alignment and fine adjustment were confirmed empirically, based on the description of the event and review of the imagery provided. Available information suggests that procedural factors (valve alignment in non-straight section of anatomy) likely contributed to the event as review of the provided 3mensio showed tortuosity in the access vessel. If valve alignment was performed in a tortuous vasculature (non-straight section), this could have caused the valve to become unseated (non-coaxial placement of valve in relation to the flex tip) and "dive" into the flex tip. If the thv was unseated from the flex tip during alignment, it could have resulted in higher-than-normal alignment forces creating high tension in the system, which could have consequentially led to the reported valve alignment difficulties. The complaint for balloon leak was confirmed empirically, based on the information available to date. Available information suggests that procedural factors (high valve alignment forces) likely contributed to the event as it was reported that "there was extreme tension noticed on fluoro with valve alignment that made the delivery catheter look like there was flex on the catheter. The system was double checked to make sure there was no flex, then it was noticed that the tip of the delivery catheter looked buckled/off-center once the balloon was aligned in the valve. The physician decided to pull negative on the delivery system to ensure there wasn't any air in the balloon/balloon catheter. Once the syringe was pulled negative, the syringe filled with blood suggesting the balloon had ruptured." High forces on the system during valve alignment may result in interaction between the crimped valve and delivery system balloon, damaging it prior to thv deployment. Damage of the balloon can then lead to the reported leakage. The complaint for difficulty to withdraw system with valve through sheath was confirmed empirically based on review of provided imagery of the associated sheath. Available information suggests that patient factors (tortuosity) and procedural factors (withdrawal of crimped valve) likely contributed to the event as review of the provided 3mensio showed tortuosity in the access vessel. Tortuous patient anatomy can contribute to non-coaxial withdrawal of the delivery system. Non-coaxial alignment may lead to the crimped thv interacting with patient vasculature or the sheath, causing withdrawal difficulty. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Investigation is ongoing.

Event description:
As reported by the field clinical specialist, during a transcatheter aortic valve replacement procedure by transfemoral approach, a 29mm sapien 3 ultra resilia valve, commander delivery system, and 16f sheath were prepped. The physician used propofol on the sheath. The valve cleared the sheath, but some resistance was still felt. There was extreme tension noticed on fluoroscopy with valve alignment that made the delivery catheter look like there was flex on the catheter. The system was double checked to make sure there was no flex, then it was noticed that the tip of the delivery catheter looked buckled/off-center once the balloon was aligned in the valve. The physician decided to pull negative on the delivery system to ensure there was no air in the balloon/balloon catheter. Once the syringe was pulled negative, the syringe filled with blood suggesting the balloon had ruptured. Blood pressure started to drop, and the staff began compressions. A 12mm x 40mm mustang balloon catheter was inserted on the contralateral side and immediately inflated in the right cfa/external iliac after the second 29mm sapien 3 ultra resilia system was removed. During this time, the vascular surgeon was called for a cut down on the right side with intention of proceeding with tavr on the left side; therefore, another 16f sheath was prepped for the left side. The vascular surgeon decided to perform an iliac femoral bypass and the tavr was rescheduled for a later date. The patient left the operating room stable after vascular repair. The arterial stick was mid-femoral head and undetermined what caused the balloon rupture prior to valve deployment. Both valve systems were discarded during prep for emergency vascular cut down.